Manufacturer narrative:
B3 - date of event: estimated based on aware date since the date of event since was not available. A good faith effort attempt was made to try and retrieve the information. E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that device fracture occurred. A comet ii pressure guidewire was selected for use. During the procedure, the pressure guidewire was fractured. No patient complications were reported.

Event description:
It was reported that device fracture occurred. A comet ii pressure guidewire was selected for use. During the procedure, the pressure guidewire was fractured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shroud of the occ cable was connected to the bench top testing equipment. The rfid tag associated with this device and the coefficient values were confirmed to be programmed. Inspection of the device revealed that the weld seam was kinked at 38cm from distal to proximal, and the tip was found bent. B3 - date of event: estimated based on aware date since the date of event since was not available. A good faith effort attempt was made to try and retrieve the information. E1 - initial reporter address 1: (B)(6).